Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated/corrected. Upon visual inspection of the returned item, scuffing was found on the shaft of the device. The threaded tip has been damaged and no function check was performed. This complaint is confirmed by evaluation of the returned product. DHR was reviewed and no discrepancies related to the reported event were found. The root cause is unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported during a routine inspection; it was found that the insert had broken threads. It was reported that no further information is available.